Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient discontinued use of the ilet after losing dexcom cgm access due to insurance issues, reverted to injections, experienced sustained hyperglycemia for approximately two days, and was admitted to the hospital for diabetic ketoacidosis; treatment included IV fluids and dextrose, and the patient resumed ilet use during hospitalization with subsequent improvement. Symptoms included dka, vomiting, dehydration, weakness, fatigue, and soreness. Outcomes included hospitalization, medical intervention, and recovery with the ilet resumed. Investigation included a review of available patient-reported information and device data sync. Investigation of this case revealed an unclear cause related to therapy interruption and cgm unavailability, with no device alarms reported. It was concluded that the event involved hyperglycemia and dka with cause unclear, and the patient recovered after resuming ilet use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.